Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 3/9/1997, the account reported an aberrant result for ck-mb, which was run on the analyzer. At 04:00 hour, a ck-mb result of 19.5 ng/ml and a total cpk of 203 were reported on a patient who came to the ER with chest pains. The account could not verify sample type and did not observe a clot in the sample. However, the sample was repeated on 3/10/1997 at 13:00 hours because the account had observed a fibrin clot in a previous sample's tube. The retest ck-mb result was 9.0 ng/ml and a corrected report was sent out. According to the account, the sample had been stored overnight at room temperature. A second sample was drawn on the patient on 3/9/1997 at 11:00 hours and gave a ck-mb result of 4.3 ng/ml and a total cpk result of 159. This was a plasma sample which was drawn in a lithium heparin tube. The patient was admitted to the coronary care unit at the hospital. The account is not aware of any medical intervention taken because of the first reported result. No report of injury.